Event description:
Report received of a nondelivery. The pump was returned to the support service department with a note that stated, "the drops come down and they get sucked up into the tubing." The customer reported that the display incremented as though fluid was being delivered. There were no reported adverse patient effects. Though requested, no additional information was provided.